Event description:
It is reported that customer experienced unresponsive buttons on insulin pump. Customer's blood glucose ranges from 230 mg/dl to 19 mg/dl at nights. Customer's blood glucose at the time of call was 128 mg/dl. Customer has also received no delivery alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.